Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that her onetouch verio iq meter did not turn on after charging. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient manages her diabetes with a combination of diabetes medications. The patient stated that she took more food/drink in (B)(6) 2015 at 4:00am (date not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating, chilled and vomiting" two days after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient did not have test strips available to perform walk-through troubleshooting, the patient was unable to state whether she was able to perform a rapid charge, the correct test strips were being used, the patient was unable to state of the subject meter turned on with pressing the power button, the subject meter was not being used for the first time, there was no indication of product misuse and the patient did not notice the battery indicator or message appear prior to the subject meter not turning on. Replacement products were sent to the patient. The csr also noted that the patient had just come out of hospital and appeared quite anxious and confused. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "sweating, chilled and vomiting" after the alleged product issue began. The symptom of "sweating" does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.